Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no patient harm or injury reported. The device was returned to the third-party service center for evaluation. During the evaluation of the device, the service center observed visible foam particles in the device. The unit was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.